Event description:
It was reported that there was stimulation in the wrong location and the location was in the left low back and upper left leg. The patient reported no stimulation in low back since implant and experienced less than 50% therapy. A previous reprogramming attempt was unsuccessful, so an x-ray was taken which showed a cephalad migration of left lead while the right lead appeared unchanged. The patient denied a fall or near fall. Reprogramming was attempted with current x-ray and stimulation was unable to be obtained in the patient's low back. A lead revision was planned, but not yet scheduled. Final outcome was not reported. Follow up information has been requested. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the plan was to adjust the position of the lead, not remove or replace it. The patient had a lead revision on (B)(6) 2014 with effective pain relief immediately post-op. The manufacturer representative (rep) had not had contact with the patient since the revision.